Event description:
It was reported that this right ventricular (rv) lead was presenting gradual shock lead impedance high out range. Technical services (ts) was consulted and recommended increasing the alert thresholds. Ts explained the suspected cause to be calcification, the lead still remains in service. No adverse patient effects were reported.